Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the display is defective. Preliminary review shows there is a black mark on the display. No adverse event reported. Requested return of the alleged pump for evaluation and a replacement was sent.